Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately a few weeks post-implant, the patient with this device developed a localized infection. As a result, the patient returned for medical intervention which consisted of a one day admission for product removal and reimplantation, of the same device. No additional intervention was required and no adverse effects were reported. To date, the device remains implanted and in service with no other complications.